Manufacturer narrative:
Continuation of d10: product ID 09100-60 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(6), ubd: 28-sep-2022, UDI#: (B)(4). G2: the country of origin is switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on the programming report, plot 4 was listed as "avoid" because of high impedance. As the patient could change their programs by themself, the patient was instructed to not use this plot; the issue was unresolved with no further action planned. Additional information received. It was reported that the cause of the issue was determined to have been related to the patient's lead.